Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer was able to clear the alarm and continued to use the pump for insulin therapy.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer went to urgent care due to an elevated blood glucose level. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The pump supplies were changed, and a correction bolus was delivered to address bg level. The customer was able to clear the alarm and continued to use the pump for insulin therapy.

Manufacturer narrative:
B2, b5, h6 health effect impact code 4613- removed, h6 health effect impact code 4614- added. B2, b5, h6 health effect impact code 4613- removed, h6 health effect impact code 4614- added.

Manufacturer narrative:
B5, d9, h6 health effect clinical code 2144 - added b5, d9, h6 health effect clinical code 2144 - added

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer went to urgent care and to the emergency room (ER) due to an elevated blood glucose level, vomiting and moderate to high ketone level. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A bolus was delivered in attempt to address bg level. The customer was treated with intravenous saline and insulin while in the ER. The customer was released from the ER 6 hours later with the reported issue resolved and no permanent damage. The customer reverted to an alternate method for insulin therapy.